Event description:
It was reported that patient presented to hospital. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) failed to convert rhythm by providing defibrillation therapy during ventricular fibrillation (vf) episodes. It was also noted that the device was in backup mode due to magnetic resonance imaging (MRI). The patient was treated with external defibrillation. The device was able to reset to normal setting by programming intervention. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.